Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). E1 - initial reporter phone: (B)(6). Device evaluated by MFR: the express sd device was returned to our post market quality assurance laboratory. The outer shaft, inner shaft, balloon, and tip were visually and microscopically examined. Visual examination showed no issues. The guidewire was able to track through the catheter with no problem. Visual examination also revealed that stent was in place with no damage or abnormalities. Inspection of the remainder of the device presented no other damage or irregularities. This concludes the product analysis.

Event description:
It was reported that removal difficulty occurred. The target lesion was located in the left renal artery. A 5.0mmx15mmx150cm express sd stent balloon expandable was selected for use. During the procedure, the stent system began to meet resistance when it reached the proximal third of the catheter, and the resistance continued to increase. The physician was concerned that further force might cause the stent to dislodge and attempted to withdraw the stent system. However, the system could not be withdrawn, so the physician removed the stent system and the guiding catheter together. After removal from the body, the stent system and catheter could not be separated and had to be cut apart with scissors. The procedure was completed with another of the same device. There were no patient complications as a result of this event. It was further reported that the target lesion was near 85% stenosed, non-tortuous and moderately calcified. The stent was not dislodged, but there was great resistance and the stent system could not be advanced. There was no loss of vascular site access after removal of the stent system and guiding catheter.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). E1 - initial reporter phone: (B)(6).

Event description:
It was reported that removal difficulty occurred. The target lesion was located in the left renal artery. A 5.0mmx15mmx150cm express sd stent balloon expandable was selected for use. During the procedure, the stent system began to meet resistance when it reached the proximal third of the catheter, and the resistance continued to increase. The physician was concerned that further force might cause the stent to dislodge and attempted to withdraw the stent system. However, the system could not be withdrawn, so the physician removed the stent system and the guiding catheter together. After removal from the body, the stent system and catheter could not be separated and had to be cut apart with scissors. The procedure was completed with another of the same device. There were no patient complications as a result of this event.